Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 20nov2018 to assess the instrument test wells in question, which appeared as the final test well images being shown between where the group test well images should have been. An immucor field service engineer (fse) visited the customer site on 28nov2018 to assess the testing instrument in question. The fse fully replaced the instrument personal computer (pc), which subsequently resolved the issue. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported that the final test well images of an abo blood type assay showed between group test well images on a galileo echo instrument, which led to an abo mistype event.